Event description:
Philips received a complaint from customer biomed reporting a dim display on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and reported the issue occurred after lcd replacement. The rse advised replacement of the back light inverter pcba. The be reported the backlight inverter pcba was replaced and installed. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.